Manufacturer narrative:
We are awaiting device return. When our investigation has been completed, a f/u report will be submitted. (B)(4).

Event description:
It was reported the irrigation port broke from the handle end of the catheter. Fluid was noted to be leaking from the handle. The catheter was replaced and the procedure continued with no consequences to the pt.